Manufacturer narrative:
(B)(4). The product was scrapped by the customer; therefore no manufacturer laboratory investigation was possible. A review for similar complaints already investigated was performed with the following outcome: a similar complaint was found to be not investigated as the product was not available for investigation as well. Therefore it was not possible to refer to a existing investigation for this complaint. Thus the reported failure could not be confirmed at this time. The most probable cause of the reported failure is unknown. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time

Event description:
Disposable was dislodged from cardiohelp. The nurse told me nobody didn't touch our pump but she heard the snap sounds. While I was fixing, the patient was talking and only bp went down little bit. His saturation was fine also. The product was not exchanged to a new one. They repositioned the disposable, it clicked back in and continued to use it with no problem. They threw out the disposable after use. (B)(4).